Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during a case the site did a touch n go registration with fiducials and said they were inaccurate. Switched to trace registration and they were also inaccurate. Additionally, the site claimed that when they switched to trace registration their instruments were no longer verified. Site aborted the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a representative later went to the site and gave training regarding proper fiducial placement. Since then the issue of extreme inaccuracy has not reoccurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during a case the site did a touch n go registration with fiducials and said they were inaccurate. Switched to trace registration and they were also inaccurate. Additionally, the site claimed that when they switched to trace registration their instruments were no longer verified. Site aborted the case. A representative later went to the site and gave training regarding proper fiducial placement. Since then the issue of extreme inaccuracy has not reoccurred.